Event description:
A facility reported that sf6 use contributed to elevated intraocular pressure for three patients. A 20% dilution with filtered air was used to perform the retinopexy procedures for all three patients. The event date was not provided. No patient identifiers were provided. The patient outcomes were not provided.

Manufacturer narrative:
The device was not returned for evaluation. A check of the complaint records showed no other complaints against lot 010308. A check of the batch production record shows no unusual manufacturing issues. (B)(4).